Event description:
It was reported that the wireless recharger wont turn on. Patient states recharger app showed , recharger needs to be recharged. Patient states recharger would turn off and show a yellow light and then last night recharger showed a red light. Patient states today the green lights showed and then the recharger cut out. Patient states pins on recharger and dock look fine. Patient states the manufacturer representative told patient she would need a new recharger about a month ago because the recharger kept cutting out . Patient states keeping recharger in the dock when not in use. No symptoms were reported. Additional information was received from the manufacturer representative saying that the wireless recharger (wr) is not taking a charge. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported no surgical intervention occurred (clarification from mpxr). Additional information was received from the rep that the new recharger received was not recharging and there may be something wrong with the wires inside. The consumer wiggled the cord connection to the dock for quite a while and were able to see the green battery light indicating the recharger was taking a charge. The wr battery is low and flashing yellow light even when in the dock. No environmental/external/patient factors that may have led or contributed to the issue are known. Additional information received from the manufacturer¿s representative (rep) reported the patient was instructed to contact patient services to handle the issue and thus a new charging dock was going to be sent as the wireless recharger wasn¿t charging even after a new one was received.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wr9200 recharger (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.